Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) in regards to a sample draw issue with their onetouch ultra test strips. The complaint was classified based customer care advocate (cca) documentation. The patient reported that the alleged test strips issue began on ¿(B)(6) 2015, 10am.¿ the patient is on a combination of medications (metformin pills, and lantus insulin). The patient denied taking any action as a result of the alleged product issue. The patient claimed that ¿right after¿ the alleged product issue began he developed the symptom of ¿sweating.¿ on ¿(B)(6) 2015, 12pm¿ the patient stated during a doctor¿s visit he had his blood glucose taken and obtained a reading of 155mgdl/l on the doctor¿s meter. At the time of troubleshooting, the caa verified the correct testing steps were being used and the test strip did not draw in any sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.